Event description:
Called to bedside to assess PICC line. When white lumen flushed PICC line noticed to leak distal to the nose of the white wing of the PICC line. Leak/break occurred where catheter connects to the hub. 2.6fr double lumen PICC placed by cardiovascular intensivist on (B)(6) 2026 intra-op. Lot #2025101590 with exp 07/31/2030. A 13 m.o. Female with complex medical history.